Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer stated that dashes "[----]" were displayed on the central control monitor (ccm). The user change out the flow meter module and the malfunction was cleared. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The manufacturing engineering center (mec) was able to duplicate the reported issue.